Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the electronical component, defogging function error e104, insertion tube is dented. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused by electronical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited image with interference or discolored. The issue occurred during reprocessing. There were no reports of patient involvement.